Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer and visually inspected. The complaint chamber was received with the water feedset spike removed from the feedset. Results: there were no visible damages to the chamber dome or base and both floats of the complaint chamber were found to be moving. Without the feedset spike we are unable to test and confirm the reported fault. Conclusion: the mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. The event description notes that the chamber overfilled upon initial set up of equipment. The complaint chamber was returned with the feedset spike removed, we are therefore unable to determine the root cause of the reported chamber overfilling. A lot check revealed no other complaints of this nature for this lot number. Our user instructions that accompany the mr290 indicate in pictorial format the maximum fill line and advises the users to replace the chamber should water exceed the limit line.

Event description:
A hospital in (B)(6) reported that an mr290 vented autofeed humidification chamber overflowed when the water feedset spike of the chamber was connected to the water bottle before patient use.